Event description:
A 6f angio-seal vip was deployed with no complications, following angiography. A pre-deployment angiogram was performed with unavailable results. Following deployment of the angio-seal the pt was moved to recovery and it was reported that approximately ten minutes later the pt developed a hematoma in the right groin; there was no oozing manual compression was applied and it was reported that the pt had a vasovagal episode, hives and difficulty breathing. The physician suspects the pt had a allergic reaction to the contrast that was used during the procedure. The angio-seal remained implanted in the pt. Hospitalization was extended due to this event. The pt was listed as stable.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.